Manufacturer narrative:
(B)(4) - actual device not evaluated.

Event description:
(B)(6), surgical materials dept. Tech reported: during procedure surgeon attempted to make a positional adjustment of retraction arm holding retractor blade to patient's brain. The armature's handle bar became stuck in eye of tightening bolt, when it suddenly came loose. Retractor blade slipped and made an unplanned cut on brain. There was no additional medical intervention required that I was aware of.